Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2023. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted for evaluation. Images: two images were provided by the customer. Image 1 shows an enseal device with no apparent damage. Image 2 shows what appears to be a closure pin. Based on the photo, the reported event was not confirmed. No conclusion could be reached as to how the reported issue occurred through photo analysis. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown procedure, a piece of metal was found when opening the jaws. It is unclear if the piece of metal fell off the device or not. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. D4 batch #: a9ca1r. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with no apparent damage. In addition, a metal pin was returned in a petri dish. No top jaw missing were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. There were no anomalies noted with the functionality of the device. The instrument was disassembled to inspect internal components and no missing components were observed. The returned pin does not belong to the returned instrument. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot/batch a9ca1r, and no non-conformances were identified.